Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo mid posterior descending artery that was 95% stenosed. The patient presented with angina. The lesion was pre-dilated with an unspecified 1.5 x 8.0 mm semi-compliant balloon. Then the radial approach was taken to implant a 2.5 x 28 mm xience xpedition at 16 atmospheres. Fluoroscopy showed that a proximal edge dissection occurred after implantation, so it was treated with another unspecified xience xpedition stent to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The date of (B)(4) 2014 filed on the final MDR was incorrect and should be (B)(4) 2017.